Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No further issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed 20-nov-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 28mmx2.5mm, concentric, de novo target lesion with a between >45 and <90 degrees was located in the moderately tortuous and mildly calcified mid left circumflex coronary artery. Following pre-dilatation with a semi-compliant balloon, a 2.50x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure completed with another stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.